Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the cassette was being filled, liquid was leaking from the base of the route connection. There was no patient involvement.

Manufacturer narrative:
One used sample was received for evaluation. Visual inspection was performed. Functional testing confirmed the reported problem. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.